Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the string separated from the tampon on 32 tampons within the package. The tampons also fell apart when pulling on the string. She noticed this before use therefore did not use the tampons.